Event description:
It was reported that the user disconnected the infusion set and paused the ilet pump for basketball practice, then completed a meal announcement after lunch but forgot to reconnect the pump, prompting guidance on whether to announce the meal again. The user was advised to not repeat the meal announcement and allow the correction factor to address glucose. This was managed as a use error related to procedure and involved the infusion set component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver, analysis of user-provided information, and troubleshooting education with transfer to a partner organization. Investigation of this case revealed no device problem, while a usage problem was identified consistent with not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.